Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc trek 2.5 x 15 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the proximal right coronary artery (rca). Both the nc trek 2.5 x 15 and mini trek 1.5 x 15 were inflated to the rated burst pressure (rbp) in order to pre-dilate the lesion but both balloons burst. Reportedly, resistance was felt upon advancement. Another same size balloon catheter was used at nominal pressure and the xience xpedition 2.75 x 23 mm was able to be implanted successfully. The devices were prepped per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported inflation issue could not be confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheter (cdc), trek rx and mini trek rx, global IFU states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported inflation issue; however, the reported physical resistance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report additional information was provided: both nc trek balloons were soaked prior to use but prepped inside the patient. The nc trek 2.5 x 15 mm was inflated to the rated burst pressure (rbp) in order to pre-dilate the lesion but the balloon burst. The mini trek 1.5 x 15 mm was also used to pre-dilate the lesion but it would not inflate. No additional information was provided.